Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was positioned, however the sensed wave was not sufficient therefore the physician attempted to reposition the lead. It was noted that the helix of the rv lead was unable to extend. The rv lead was removed from the patient's body and helix extension was tested outside of the body, however the helix was still unable to be extended. The tip was observed, in which thrombus or tissue was found in the helix. The rv lead was removed and a new lead was used to complete the operation. No patient complications have been reported as a result of this event.